Event description:
During a remote follow-up, a high pacing lead impedance was noted on the left ventricular lead. The lead was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. X-ray and visual analysis found ring electrode three conductor cable was broken/damaged as received. Scanning electron microscope analysis was performed and verified that the ring electrode three cable was fractured. The cause of the fracture was unable to be determined. The reported events were isolated to the fractured ring electrode three conductor cable at the s-curve region. The reported events of a broken lead and high pacing lead impedance were confirmed.